Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a biliary stone removal procedure. According to the complainant, when they tried to crush a 30mmx20mm stone during the procedure, the stone was strangulated inside the basket wire. The pullwire broke near the handle. The handle was disassembled and the proximal end of the wire was manipulated to remove the stone from the basket. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use. The device had been cut and the distal portion was not returned. The pullwire was fractured near the handle cannula and the fractured end was necked down, indicating that the wire most likely sheared apart while undergoing tensile force. The handle cannula had been properly dimpled, and the set screws were seated correctly. The set screw depth was measured and found to be within specifications. Additionally, drag marks were noted from the dimples to the proximal end of the handle cannula, most likely caused by the device operator during disassembly of the handle to manipulate the device. The condition of the returned incident device was consistent with the complaint that the wire broke. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. (B)(4).

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device (B)(4) relates to (B)(4) for the reported event of pullwire break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a biliary stone removal procedure. According to the complainant, when they tried to crush a 30mmx20mm stone during the procedure, the stone was strangulated inside the basket wire. The pullwire broke near the handle. The handle was disassembled and the proximal end of the wire was manipulated to remove the stone from the basket. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.